Manufacturer narrative:
Qn# (B)(4). Lot# unknown. Potential lot# 23f18j0626. No intervention required.

Event description:
The customer reports: peel away introducer split while trying to insert into patient and the result was excessive bleeding at the insertion site.

Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer did provide one photo for evaluation. The distal tip of the sheath appeared slightly separated along the score line. However, full visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit instructs the user, "grasping near skin, advance sheath/dilator assembly with slight twisting motion to a depth sufficient to enter vessel. Note: a slight twisting motion may help sheath advancement." The report that the peel-away sheath split prematurely was confirmed through examination of the customer supplied photo. The image showed the sheath with a split distal tip; however, the actual complaint sample was not returned for evaluation. The device history records for the sample were reviewed based on a potential lot number with no evidence to suggest a manufacturing related cause. The probable cause of sheath damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: peel away introducer split while trying to insert into patient and the result was excessive bleeding at the insertion site.